Event description:
It was reported the patient lost weight, causing pain at the ipg site due to the issue. Surgical intervention was undertaken during which the ipg was relocated deeper in the pocket. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.